Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse and did not alarm for occlusion. The patient did not received the fentanyl infusion as prescribed. In addition, the positive displacement pump never rang to advise of the occlusion. Dose: 100 mcg/h, intravenous time: 21:00. The patient was a comatose patient in total dependence. The event happened during delivery at the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Upstream occlusion, downstream occlusion and flow testing were performed, and the device were found to be within specification. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.